Event description:
Discordant immulite 2500 tsh results were obtained with multiple patient samples. Upon review by the internal lab supervisor, many low samples were noted. Repeat testing was performed, and amended reports were sent to the physicians. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant tsh results.

Manufacturer narrative:
A siemens healthcare technical service engineer (tse) evaluated the instrument data. Analysis of the instrument data indicates that the cause for the discordant tsh results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare technical service engineer (tse) evaluated the instrument data. Analysis of the instrument data indicates that the cause for the discordant tsh results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare technical service engineer (tse) evaluated the instrument data. Analysis of the instrument data indicates that the cause for the discordant tsh results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare technical service engineer (tse) evaluated the instrument data. Analysis of the instrument data indicates that the cause for the discordant tsh results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare technical service engineer (tse) evaluated the instrument data. Analysis of the instrument data indicates that the cause for the discordant tsh results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare technical service engineer (tse) evaluated the instrument data. Analysis of the instrument data indicates that the cause for the discordant tsh results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant immulite 2500 tsh results were obtained with multiple patient samples. Upon review by the internal lab supervisor, many low samples were noted. Repeat testing was performed, and amended reports were sent to the physicians. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant tsh results.

Event description:
Discordant immulite 2500 tsh results were obtained with multiple patient samples. Upon review by the internal lab supervisor, many low samples were noted. Repeat testing was performed, and amended reports were sent to the physicians. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant tsh results.

Event description:
Discordant immulite 2500 tsh results were obtained with multiple patient samples. Upon review by the internal lab supervisor, many low samples were noted. Repeat testing was performed, and amended reports were sent to the physicians. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant tsh results.

Event description:
Discordant immulite 2500 tsh results were obtained with multiple patient samples. Upon review by the internal lab supervisor, many low samples were noted. Repeat testing was performed, and amended reports were sent to the physicians. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant tsh results.

Event description:
Discordant immulite 2500 tsh results were obtained with multiple patient samples. Upon review by the internal lab supervisor, many low samples were noted. Repeat testing was performed, and amended reports were sent to the physicians. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant tsh results.